Event description:
During fistula de-clot procedure, a portion of the patients prior 6mm x 50 mm straight flair stent broke off into the vessel. Upon realization, a snare was deployed and the broken portion was retrieved from the vessel without any apparent complications.